Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that the patient expired. The cause of death was not reported. It was reported that the death was unrelated to the implanted system. Per the report, no additional details were available as the patient lived in a nursing home in another state. The pump was used to deliver baclofen.